Event description:
It was reported that the customer was in the hospital, and was going to have an MRI scan. The caller did not know the reason for the hospitalization, but stated that he was found in a hotel room, and was taken to the hospital. The caller stated that the customer had pneumonia and low blood glucose levels. Advised the caller that the insulin pump should not exposed to the MRI scan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.